Manufacturer narrative:
E1: the facility has been updated. H3, h6: logs and the archive have been returned for software analysis. It was determined that the user performed trace registration with 1356 points, with a lot of them being around the eyes. There was a very small area covered by green zone. The user could have improved accuracy by tracing more points on the head, however the manufacturer representative still could not find the cause of inaccuracy by the given data. B01, c19, and d15 apply to the system checkout. E2403 has been added due to an update in the coding process. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No further patient information was provided. Concomitant medical products: product ID: sfw kit 9735736, stealth s8 ent EU-sc, version 1.2.0 e. Facility information was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that there was an alleged inaccuracy during navigation near the end of the case. The alleged inaccuracy was about .5cm. The doctor alleged that the systems navigation was showing inferior and interior. It was reported that the probable cause was improper exam protocol, and potential emitter placement. No delay and no reported impact on patient outcome. Note: there is conflicting information in the case regarding the aware date. Follow-up is being conducted to clarify this information.